Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of an s3: system fault alarm and a buzzing noise were both confirmed. A log file was extracted from the returned centrimag console (serial number (B)(6). Several s3: system fault alarms were observed throughout the data recorded on (B)(6) 2023 and (B)(6) 2023, occurring when the system was powered on or when the system was operating a mock loop. The alarms correlated to fan-related sub-faults, indicating a potential issue with the console¿s fan. The console was observed to have been manually shut down on 03feb2023, and information from the reported event date of (B)(6) 2023 was not observed within the data. Per additional information, the system was not in patient use when the alarms occurred. The returned centrimag console was functionally tested at the european distribution center (edc), and an s3 alarm with a buzzing sound from the console¿s fan was reproduced. The console was opened, and a significant amount of dust was observed within the unit and around the fan. The console was approved to be scrapped and was forwarded to the product performance engineering (ppe) department for further analysis. Upon arrival at the ppe department, the centrimag console was connected to a mock loop alongside known working test equipment and operated at various motor speeds for extended periods of time. Atypical alarms and noises were unable to be reproduced throughout all ppe testing, and the console also passed a battery maintenance test. The console was opened and was inspected at a component level, and dust buildup was observed throughout the console and on the console¿s fan which could have caused the reported alarm and buzzing noise to occur based on information observed in the log file and on the edc¿s testing results. Review of the device history record for centrimag 2nd gen. Primary console, serial number l02268-0002 showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the centrimag console had an s3 error. The device also made a buzzing noise.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.